Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise was observed in person on (B)(6) 2025. The device is undersensing the noise, but it was visible on the baseline. The pacing impedance had been greater than 3000 ohms in (B)(6) 2024. Pacing impedance trended down in (B)(6) 2024. Pacing threshold has trended up in the last year, particularly in november 2024. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.